Event description:
The manufacturer received information alleging ventilator service required error code was found on a trilogy evo device. The device was not in use on a patient at the time of the occurrence. The trilogy evo device was being evaluated by a third-party) service center. During the evaluation it was noted that an error code, battery not charging fault (e-059), was found on the device's error log. The third-party service technician further evaluated and alleged the detachable battery had caused the error code to occur on the device since the detachable battery was not returned with the device. In conclusion, the device's detachable battery replaced to address the issue. A final report is being submitted. Should further investigation provide new information that impacts the outcome of the investigation or the associated medical device reporting, a supplemental report will be submitted accordingly. Additionally, during the service of the device, the software was reinstalled due to another error code, software upgrade fault (e-0317), was found on the device's error log. This was unrelated to the reported issue. The detachable battery needs replacing to address another device error code, detach battery connected depleted (e-054), was observed on the device's error log but is unrelated to the reportable issue.